Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer called and reported that their insulin pump was over delivering insulin. The customer¿s blood glucose level was 55 mg/dl at the time of the incident. The customer used food to treat the low. The customer stated their blood glucose levels were fluctuating. Troubleshooting was not completed and the issue was not resolved. The insulin pump will be returned for analysis.